Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The following was reported: "during a mako tka procedure a cemented femoral component was opened and implanted on the patient under the assumption that it was a cementless component. The cemented implant was mixed up on shelf with the cementless implants which was then brought into theatre. The implants were checked and shown to the senior registrar who was leading the surgery, and the scrub nurse, and were confirmed to be correct. The fact that it was a cemented femoral component was not noticed by the rep, the registrar, or nurses. The implant was opened and implanted on the patient with no cement as it was thought to be cementless. The lack of pa coating on the component was not noticed during implant preparation by nurses, supervising consultant or registrar. The case was completed and the error was not noticed upon checking the implant stickers when submitting usage as the stickers do not contain any information regarding cemented/ cementless. The issue was noticed 2-3 hours later by the rep when checking the implant trolley and realising that the cementless component was still on shelf, and then finding the implant box that had been opened and disposed of. The surgeon and theatre staff were informed and plans have been made to replace the femoral component tomorrow morning."